Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 100 mg/dl. Customer feel okay to troubleshoot. Customer was treated with insulin pump for high blood glucose level. The customer reported that they took off the insulin pump before sleep as they had been called to emergency medical services at previous night due to low blood glucose level. The insulin pump will not be returned for analysis.